Event description:
It was reported that the healing collar would not assemble.

Manufacturer narrative:
(B)(4). One zimmer dental healing collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformances were noted. Complaint history search using etq and enovia revealed no additional complaints of this product's lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an integrated implant. Evaluation and inspection confirmed that the healing collar was damaged at the threads. The root cause for the event could not be determined. UDI (B)(4).